Event description:
Material no.: 930815. Batch no.: 0328213. It was reported the end of the applicator came apart during use causing the glass to fall out. Per medwatch: describe the event or problem: during surgical preparation of patient's chest with chloraprep, the user of the item had already activated the solution by pressing the handle into the stick of the prep. At the time was ready to use, user gently shaken the prep stick for the solution to move into the sponge. While that was happening, the end of the prep stick (not the sponge side) flew off with small fragments of glass that landed on the patient's chest and floor. The pieces that were visible were removed from the patient's skin. No injuries sustained.

Manufacturer narrative:
Facility did not provide photos/samples to aid in our quality engineer¿s investigation. With the lack of sample, provided, bd was unable to confirm the failure mode as the end cap was detached from the applicator body. A device history record was reviewed, and no non-conformances was noted during the manufacturing of this lot. Although the complaint could not be confirmed, the root cause is attributed to the equipment station for the end cap placement unto the applicator body. Corrective actions were initiated which led to bd conducting a voluntary recall on certain lots of the chloraprep hi- lite orange 26 ml applicator. Bd has confirmed that some of the product, which included this lot, had an applicator end cap that was improperly secured during the manufacturing process which resulted in broken glass dropping out of the applicator.

Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). Medwatch- (B)(4).

Event description:
Material no.: 930815, batch no.: 0328213. It was reported the end of the applicator came apart during use causing the glass to fall out. Per medwatch: describe the event or problem: during surgical preparation of patient's chest with chloraprep, the user of the item had already activated the solution by pressing the handle into the stick of the prep. At the time was ready to use, user gently shaken the prep stick for the solution to move into the sponge. While that was happening, the end of the prep stick (not the sponge side) flew off with small fragments of glass that landed on the patient's chest and floor. The pieces that were visible were removed from the patient's skin. No injuries sustained.